Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate plus profile 250cc saline prosthesis, catalog: 3502250, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent breast with a mentor smooth round moderate plus profile 250 cc saline prosthesis. Deflation on the left and right breast prostheses was diagnosed post procedure through an ultrasound. Pain in arms was also indicated. As a result, the patient underwent bilateral removal and replacement with unspecified mentor saline breast implants on (B)(6) 2018. This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old hispanic female patient underwent breast with a mentor smooth round moderate plus profile 250cc saline prosthesis. Deflation on the left and right breast prostheses was diagnosed post procedure through an ultrasound. Pain in arms was also indicated. As a result, the patient underwent bilateral removal and replacement with unspecified mentor saline breast implants on (B)(6) 2018. This report is for the left breast prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint of deflation was not confirmed since no anomalies were found on the reported device. Mentor performs 100% inspection and testing of all devices prior to release. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/21/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 5/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).